Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed the distal end assy w/ ccd module shadow in image as defective. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the insertion flexible tube (ift) buckled, the distal body worn out, the segment crushed, the light guide fiber bundle (lcb) defective, the light guide cable buckled, the suction channel kink, and the objective lens unit scratched ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.